Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy procedure, on the first firing, the handle was locked and was unable to fire. The procedure was completed with another device. There was no patient injury.